Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported a pump was explanted on (B)(6) 2015 and there was a ¿powder-like¿ substance coated around the whole pump. The health care providers (hcp) were concerned this was the baclofen drug that was on the pump, or could indicate the drug had leaked to then coat the pump. They were concerned this affected the therapy of the patient. It was later reported that no powder-like substance was noticed anywhere on the pump. The pump was infusing baclofen (unknown). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.